Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t machine powered off and back on by itself during a patient¿s hemodialysis (hd) treatment. The patient¿s treatment was ended approximately twenty minutes early and their blood was rinsed back manually. Due to the circumstances, the patient experienced a minimal amount of blood loss. The biomed reported that the patient¿s estimated blood loss (ebl) was approximately 10 to 15 ml. The patient elected not to complete treatment. However, it was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the event. The machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the power pad which contains the machine¿s main power button. The machine passed all functional checks and was returned to service. The power pad that was replaced was reportedly discarded.